Manufacturer narrative:
Thv/tvt registry. (B)(4). Edwards lifesciences continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
As reported, during a valve in valve procedure (s3 valve in a perimount magna) in a patient with low coronary height, the heart team elected to preemptively protect both the left main coronary artery and the right coronary artery by positioning guidewires and coronary stents. With angiography guidance, two guidewires and a stent were placed in the left coronary system (lad & diagonal artery) and one guidewire and coronary stent was positioned in the right coronary artery. A 23mm sapien 3 valve was then deployed in the aortic position. The right coronary artery wire and stent were removed without issue. The left main stent was unable to be removed, despite physically pulling. The left main stent delivery catheter appeared to have become trapped between the surgical valve and the sapien 3 valve, preventing retrieval of the coronary stent. A decision was made to deploy the left main coronary stent. However, post deployment they were then unable to retrieve the balloon due to the entrapment of the delivery system between the surgical valve and sapien 3 valve. ¿significant¿ mechanical force was applied in an attempt to retrieve it, but this led to the rupture of the delivery system of the coronary stent at the monorail point. The guide catheter was removed. The monorail system and balloon were left in the left main coronary artery. A gooseneck wire was advanced and the monorail system of the delivery system was snared. The application of mild pressure resulted in further rupture of the monorail system, leading to the wire ¿floating¿ in the coronary artery. The left main was cannulated, with extreme difficulty, through a side strut of the sapien 3 valve and two wires were placed. A gooseneck snare was also advanced, with extreme difficulty, after several ¿balloonings¿ of the sapien 3 struts. The gooseneck snared the distal end of the detached balloon and, with extreme force, the balloon and floating wire was able to be removed, exiting from the side strut of the sapien 3 valve. No complications were noted. Angiography revealed a widely patent left main coronary artery and no mechanical complications. Thoracic echo of the deployed sapien 3 valve revealed trace to mild paravalvular leak (pvl). The procedure was completed and all access vessels were successfully closed using the vascular closure devices. Two (2) days post valve deployment, repeat stenting of the left main was performed and re-dilation/valvuloplasty of the deployed sapien 3 valve was also performed ¿to ensure better deployment¿, reducing the gradient. The patient was discharged on postoperative day (pod) 5. The sapien 3 valve remains implanted in the patient.

Manufacturer narrative:
Thv/tvt registry UDI number: (B)(4). The sapien 3 instructions for use (IFU) list mechanical failure of delivery system and/or accessories as a potential risk. In this case, the mechanical failure occurred on a non-ew device that was being used with the ew commander delivery system in the tavr procedure. The procedural complication occurred after preemptively protecting the coronary arteries with not only a guidewire, but also with multiple undeployed coronary stents. It is unclear how the coronary stent delivery system became entrapped with thv frame; however, there was no allegation or indication of device malfunction. It is to be noted that a coronary occlusion did not actually occur. The edwards thv training manuals advise the operator on pre-procedure assessment of the aortic valve, root, and coronary anatomy. Physicians are extensively trained by edwards before they are qualified to use the transcatheter heart valve (thv). Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The physician is instructed to evaluate this risk early in the patient screening process in all patients the following factors should be considered: degree of calcification on leaflets, annulus to coronary ostia distance, length of the valve leaflet, width of the valsalva sinuses, movement of the leaflets during bav, patency of coronaries during bav, and expanded height of the intended thv. The sapien 3 valve-in-valve training manual supplement provides the following guidance for prevention of coronary obstruction: ¿assess the risk of coronary obstruction prior to transcatheter heart valve-in-valve implantation. Factors that may heighten risk of coronary obstruction may include: surgical valve design; suprannular placement of surgical bioprosthesis; aortic root geometry: narrow aortic roots without distinguishable sinuses of valsalva and low lca/rca¿. On pod2, the patient returned for additional dilation of the coronary stent and the tavr valve, which lowered the gradient across the valve. The sapien 3 valve-in-valve training manual does note that the ¿sapien 3 thv implanted within surgical bioprosthesis may have higher transvalvular gradients and lower effective orifice areas than when a thv is placed in a native annulus¿. In this case, it is possible that the valve was not fully expanded during the initial procedure due to attention being placed on managing the procedural complications. At last communication, the patient went home on pod5. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. A review of the device history record is not required as there is no allegation or indication of a device malfunction. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.